Manufacturer narrative:
A ge svc rep performed an onsite investigation. The monitor cable and the 3v battery were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a bios error message and the color on the screen was degraded. No pt injury was reported.